Event description:
The user facility reported that during a patient procedure their 5085 srt surgical table was commanded into trendelenburg and the patient's position became unstable. The patient was stabilized resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris surgical services representative arrived onsite to inspect the 5085 srt surgical table and found that all eight inserts that secure the x-ray top to the table were missing. As the inserts were missing, the x-ray top was not able to be properly secured to the table causing the reported event to occur. A steris service technician replaced the table tops with the missing inserts, tested the table, confirmed it to be operating according to specification, and returned it to service. The 5085 srt surgical table operator manual states (5-28), "5.14 x-ray top installation...3. Position x-ray top section over corresponding tabletop section, aligning posts to mounting holes. 4. Press down on x-ray top until a "click" is heard. 5. Ensure x-ray top sections are securely mounted by gently pulling up on section." The 5085 srt surgical table was installed in 2013 making it approximately 9 years old at the time of the reported event. Upon installation, the inserts that secure the x-ray top to the table were present. This table is not under steris service agreement for maintenance activities. The user facility's biomed department is responsible for all maintenance activities. The steris service technician counseled user facility personnel on the proper use and operation of the 5085 srt surgical table and x-ray tops, specifically advising proper installation of the x-ray tops upon use. Additionally, the technician advised user facility personnel to not utilize the x-ray tops if the table top has missing inserts. No additional issues have been reported.